Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto xp: model #: m-4700-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Lasso sas catheter: model #: d-1312-03-s, lot #: unk. Ez steer coronary sinus catheter: model #: d-1263-05-s, lot #: unk. (B)(4).

Event description:
After atrial fibrillation (afib) procedure, it was reported that the patient's blood pressure dropped while at the recovery room. Echocardiogram confirmed pericardial effusion. Pericardiocentesis was performed and 300 cc of fluid was removed. The patient was stabilized and under observation at the intensive care unit. Additional information provided stated the patient required longer hospital stay. Patient was fully recovered.